Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple unspecified alarms occurred. Reportedly, the customer believed the alarms were auto off alarms. However, the customer declined to confirm the alarms in the pump history. There was no reported impact to the customer's blood glucose level. Insulin delivery was resumed.